Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 5f judkins right (jr) 4 100cm infiniti diagnostic catheter was found broken upon removal from the package. The reported damage included included splintering with fragments coming off the luer hub, and cracking indicating a break in integrity. The device was not used, and there was no delay to the procedure. There was no reported patient injury. The intended procedure was diagnostic angiography, and another infiniti device was used to complete the procedure. The device was not pulled from the packaging by the hub and was not torqued or steered by the hub. The user is experienced with the device. Four (4) images were provided and they show a luer hub with a splintered condition. The device will be returned for evaluation.